Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the compressor assembly was noisy. Additional malfunctions include the heat exchanger was kinked, the zip ties were leaking, and the hose clamps were leaking.